Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. No unexpected battery alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Normal low battery alerts recorded on 09/12/2025 07:19:00, 09/11/2025 21:16:00 and 08/14/2025 19:07:00 and a battoutlimit recorded on 09/12/2025 08:54:01 were found in the history file. Battery cycle 6.0 received the lowbatteryalert (104) on 09/11/2025 21:16:00 after more than 7 days at 15.46 days. Battery cycle 4.0 received the lowbatteryalert (104) on 08/14/2025 19:07:00 after more than 7 days at 14.22 days. Battery cycle 3.0 received the lowbatteryalert (104) on 07/31/2025 13:31:00 after more than 7 days at 16.59 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss and failed battery test were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was not accepting the batteries and received a replace battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the customer stated that no damage to the battery cap or compartment. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested, and the customer responded that the device would be returned.